Manufacturer narrative:
Hamilton medical ags reference: (B)(4). Hamilton medical ags conclusion: the logfile shows multiple short episodes of ¿exhalation obstructed¿ on (B)(6) 2026. During troubleshooting, no issue or cause could be identified on the ventilator, and the issue could not be reproduced. The ventilator has been examined by a hospital technician and stress-tested multiple times with different circuit types, and the condition did not reoccur. The ventilator was returned to the department and has shown no alarms or signs of malfunction since 2 march 2026. Based on the available information, no further issues were detected. Case is considered closed.

Manufacturer narrative:
Hamilton medical ags reference: (B)(4); hamilton medical ags conclusion: investigation ongoing.

Event description:
Hamilton medial ag received the following complaint description (summary): an ¿exhalation obstructed¿ alarm was reported with patient involvement, and the complaint indicated that medical intervention was required. However, conflicting information was also received stating that the alarm occurred only while the ventilator was disconnected. The investigation to verify the allegation is still in progress.